Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the medium-large clip applier instrument was not clamping with enough force. The surgeon used a separate instrument to assist in closing the clip applier instrument jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments left. The surgeon used another instrument to attach the clip. The type of clips used were medium/large weck clips. The surgeon mentioned the tissue bundle was quite thick.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The surgeon was able to use another instrument to complete the procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.